Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severly calcified left superficial femoral artery (sfa). A 5.5x30mm sterling balloon was advanced to the lesion for predilation. The balloon was inflated twice at 15 atms for 30 seconds and on the second inflation the balloon ruptured. The device was successfully removed and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "good".

Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user error as it is indicated that the device was used contrary to cautions against over inflating the balloon. (B)(4).